Manufacturer narrative:
During initial inspection of the returned commander delivery system, it was observed the device was returned locked and inserted through the loader, the valve was partially aligned, with partial flex and approximately 3/4 of the fine adjust used. Residual fluid was left in the balloon. The inflation balloon was wrinkled at the pumpkin head. A small amount of free pbax was observed at the proximal end of the stop sleeve. A break between the pbax and distal end of the stop sleeve was observed. Gouges were observed on the flex tip. A kink on the balloon shaft was observed, but considered to be due to packaging. The delivery system was able to be pulled to the va marker and full fine adjust was able to be used, however compression was observed due to the balloon wrinkles. Resistance was felt when pulling the balloon catheter to the warning marker. The investigation is ongoing.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During visual inspection it was observed that the balloon was wrinkled, residual fluid was left in the balloon, and there were gouges on the flex tip. During dimensional analysis all measurements were found to be within specification. During functional analysis, the system was able to be pulled to valve alignment position and full fine adjust was able to be used. Compression was observed on the flex catheter during fine adjust due to the wrinkled condition of the balloon. There was also resistance felt when pulling the balloon catheter to the warning marker, so the handle was disassembled to check for further abnormalities. A small piece of pebax was seen at the proximal end of the stop sleeve. During disassembly of the handle, engineering scratched the balloon catheter and strain relief, which likely caused the small piece of pebax to partially detach from the shaft. There was also a separation noted between the pebax and the distal end of the stop sleeve. This separation indicates that the device was subjected to high tensile forces when pulling to the valve alignment marker. It is unknown whether this separation occurred during the procedure or during engineering device evaluation. No other abnormalities were noted. Imagery was returned to edwards lifesciences for review. The imagery showed the condition of the patient¿s access vessels and bending of the system as it navigated through tortuous vessels. Advancement of the device and initial valve alignment occurred smoothly, but as the valve approached the distal marker, it appeared that difficulties were encountered. The entire system seemed to shift in response to built up tension. The valve was positioned in the native annulus. There were multiple attempts to align the valve with the distal marker. The valve appeared to be aligned with the distal marker, however, during a slow retraction of the flex tip, the valve moved proximally and was no longer aligned with the markers. A subsequent attempt to align the valve was performed and the valve moved proximally upon retraction of the flex tip again. During the manufacturing process, the entire delivery system is visually inspected and tested several times: inflation balloon, crimp balloon and flex tip dimensions are 100 percent inspected; each guidewire shaft is fully inserted into the marker band verification fixture and 100% visually inspected to determine if all marker bands are within specification when completely visible through the fixture windows; the balloon is 100 percent visually inspected for balloon size and contamination under 2.85x minimum magnification and the balloon is 100 percent inspected for fold lines and rejected for distorted/pinched folds; the flex shaft is inspected and rejected for kinks, bends, cracks, and deep scratches in the stent area that expose the braid, or flash/exposed metal on the stent section. The entire device is 100 percent functionally and visually inspected for damage or missing components during final inspection. Additionally, the work order underwent product verification testing as a requirement for lot release. Samples were taken for testing. The lot could only have been released if all samples passed testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Review of complaint history suggests that patient or procedural factors may have contributed to the reported event. Navigating the device through tortuous, tight vasculature, and excessive manipulation/torqueing of the device during advancement have been shown to cause tension to build in the system. This tension can increase the difficulty of valve alignment, and may also contribute to the observed valve movement on balloon. As the flex tip is removed from the valve in the native annulus and the tension is released, the valve may move as a result. Imagery review supports that patient or procedural factors most likely contributed to the reported events. Imagery showed the patient had tortuous anatomy, it was reported that there was tension in the device at the time of flex tip retraction, and it was reported that there was some difficulty inserting the sheath due to tortuosity and calcification. It is likely that navigating the valve through this challenging anatomy caused tension to build up in the device, making valve alignment difficult and contributing to valve movement once the flex tip was retracted. There are other potential contributing factors that may have contributed to the event. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the valve to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the valve is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Although diving was not observed on procedural imagery, there was gouging noted on the flex tip during engineering evaluation. The gouges suggest that diving may have occurred during the procedure. Residual volume left in the balloon may also contribute to increased forces during valve alignment. This was recreated in a previously performed engineering study as well. The reported events are anticipated risks of the transcatheter heart valve procedure. A review of the risk management documentation (fmea) was performed for this case. Potential hazard/harms severity classification carries a severity 2 (procedural delay) for difficulty with valve alignment issues. If the valve is not properly aligned between valve alignment markers during deployment, the valve has the potential to embolize, resulting in the requirement of an additional intervention (surgical), which carries a severity classification 4 or the valve may be implanted at a non-target location, which carries a severity classification 3. In this case, the physician removed the whole system and valve was not deployed. Based on imagery review and the condition of the returned device, the complaints for delivery system ¿ valve movement on balloon and delivery system ¿ difficulty with valve alignment were confirmed. Available information suggests patient and/or procedural factors contributed to the observed events. No manufacturing nonconformities were identified in the returned device, and review of manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. A pra was previously initiated to assess and document the valve movement on balloon issue and its associated risks. A CAPA was previously initiated to document the investigation and drive corrective/preventive actions as appropriate.

Manufacturer narrative:
The investigation into the valve movement on the balloon is still being investigated. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, as reported, the ventricular perforation was likely caused by the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during implant of a 29 mm sapien 3 valve in the aortic position, there was difficulty advancing the esheath due to the patient¿s access vessel tortuosity and calcification. There was difficulty with valve alignment and valve alignment was performed multiple times to correct the issue. After the valve was placed in the native annulus, the valve moved on the balloon a few millimeters when the pusher was retracted. The valve was placed between the markers again, however, the valve moved again while retracting the flex shaft. There was tension and resistance felt on the delivery system. The patient suffered hemodynamic instability due to tamponade, which was considered to possibly be from ventricular perforation by the guidewire. The valve could not be deployed safely and the entire system was removed. The patient expired due to the hemodynamic instability.